Manufacturer narrative:
The investigation for the reported alarm issue has been completed. The console was returned for investigation but the field events were not reproduced. The patient's instability was a key factor in the cardiac output messages that was not recreated during the investigation. The console was fully functional through out all testing. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the patient's nurse stated that the automated impella controller requested a cardiac input every hour and sometimes twice an hour. There was no reported interventions performed to resolve the issue. It was noted that the patient was escalated to an impella 5.5 from the impella cp. The patient's procedure outcome was noted to be expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).